Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: during investigation, there was no damage or peeling to keypad. Ok and contrast keys are intermittently responding, down and up keys are responsive. Unrelated to the original complaint, the keypad was removed and there was contamination under the all key contacts. The display was found to be discolored and the battery compartment was cracked below bumper pad.